Manufacturer narrative:
Complaint confirmed the tip of the threaded pin broke off. The relevant critical dimension was found to meet specifications. The cause of the breakage is undetermined. The device was also found to be corroded, the cause of which is undetermined as well.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a nano-ccu/nano-sport surgery the screw broke intra-operatively. The surgeon was able to retrieve the broken part out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.